Event description:
It was reported that an ilet user experienced a brief sensor issue alert indicating a known dexcom g7 continuous glucose monitor (cgm) sensor issue and the user was advised that this was a temporary connectivity issue and that a manual bg entry into the pump was acceptable until reconnection. No adverse clinical symptoms reported. Outcomes included no change in therapy, no medical intervention, and no hospitalization. User support included remote troubleshooting and user education regarding sensor reconnection and manual bg entry. Investigation of this case revealed a transient communication interruption between the continuous glucose monitor and the ilet system without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was temporary signal loss consistent with user environment or external device communication factors.